Event description:
It was reported that they noticed that the tissue pad was missing while switching it out for a second same device during an unknown case. It was unknown if the tissue pad fell in to the patient or not. No patient consequence reported. Device will not be returned at this time.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.